Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the earth leakage current test. There was no patient involvement.

Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The resistance between the power and ground in the device indicated the pump was shorted. The pump was disconnected from the alternating current component (accomp) printed circuit board (pcb) and the resistance between power and ground was normal. The pump was replaced with the test article and plugged into the accomp board. The resistance reading remained normal; no short was detected. The assignable cause for rite test failure - earth leakage current was determined to be the pump. The device's service history record was reviewed and no issues were identified that may have contributed to the rite leakage failure. Pump assembly will be scrapped during servicing.